Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported implantable cardioverter defibrillator exhibited a radio frequency telemetry anomaly. The device could not connect with multiple radio frequency home monitors. The patient has been provided with an inductive home monitor for the time being.